Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was difficult to activate safety feature. The following information was provided by the initial reporter. The customer stated: "the needle was already retracted. When nurses were checking the bd vacutainer ultratouch push button blood collection set, they found a few packages with no needle and some have no option to retract the needle."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was difficult to activate safety feature. The following information was provided by the initial reporter. The customer stated: "the needle was already retracted. When nurses were checking the bd vacutainer ultratouch push button blood collection set, they found a few packages with no needle and some have no option to retract the needle."